Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery was not recognized in the device and charger. There was no reported patient involvement.